Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized one day after onset of the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.